Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, which was discovered during follow-up. The lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.